Event description:
As reported: "the conical extractors have broken off. The extracted screw remains lodged within the extractor. The problem occurred during scheduled removal surgery for variax and another manufacturer's product. Variax was removed using its dedicated driver, whereas when removing the other manufacturer's product, conical extractors were used and became damaged."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.